Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarms and external ram error alarms. The customer's blood glucose was 108 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump alarmed unexpected restart after a battery change and reset the time/date to factory default due to a voltage leak at the interface board. The pump was received with all operating currents within specification and passed functional testing, including the rewind, self-test, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected external ram crc error alarm was noted during testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.